Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records patient was revised to addressed right hip previous fracture post traumatic and retained hardware. Revision notes indicated bone overgrowth and then identified the long femoral neck screw. Screw head was somewhat stripped, this was removed and also the cup. Inserted a cementless cup with multiple screws supplemented. Attention to the liner, after applying the trial liner, there was a very large osteophyte on the inferior aspect of the acetabulum which may have actually been a malunion from his previous fracture. Doi: unk. Dor: (B)(6) 2009, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.